Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the device was evaluated and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. The monitor board was returned to zoll medical USA; the reported malfunction was not duplicated or confirmed. Analysis for reports of this type has not identified an increase in trend.